Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. System operates as intended.

Event description:
It was reported that the collimator closed down during an aaa stent case. No pt injury was reported.